Event description:
The customer received a questionable total bilirubin result for one newborn patient. The initial result from a sample cup was 1.2 mg/dl and was reported outside of the laboratory. On (B)(6) 2015, a second sample was drawn from the patient and the result was 27.8 mg/dl which had a delta check flag. The sample was repeated and the results were confirmed. No specific data was provided. The original sample was then repeated from a new sample cup on (B)(6) 2015 and the result was 25.8 mg/dl. The repeat result was believed to be correct. Due to the erroneous result, treatment for the high bilirubin was delayed. The baby had gone home over the weekend and was emergently readmitted to the ICU upon receipt of the high total bilirubin result. The baby is currently discharged, is at home, and is medically stable. The customer could not provide any further information concerning that baby's condition. The total bilirubin r1 reagent lot number was 60068301 with an expiration date of 09/30/2015. The total bilirubin r2 reagent lot number was 60068501 with an expiration date of 10/31/2015. The field service representative could not find a cause and could not replicate the issue. He checked the system performance, cell rinse mechanism, gear pump pressure, and probe alignments. He ran successful precision testing which results within specification. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the precision did not indicate general analyzer maintenance, reagent or system issues.